Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 90 mg/dl and the sensor glucose was 46 mg/dl at the time of the incident. The customer¿s current blood glucose was 109 mg/dl. The customer stated that all throughout the night sensor was reading low, tried to calibrate and correct and still reading low and stated that sensor glucose readings were inaccurate. Troubleshoot was performed and the customer stated that insulin delivery was suspended. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer stated that blood glucose was 130 mg/dl when calibrated and the sensor glucose was 46 mg/dl and was also reported that blood glucose was 90 mg/dl and alerted in low of 57 mg/dl. The sensor will be returned for analysis.